Manufacturer narrative:
This report should not have been reported as a medical device report (MDR) as this product is not sold or distributed in us.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that adaptor pin malfunction was suspected.